Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced a bent cannula and air bubbles in the reservoir, which led to a high blood glucose level event on (B)(6) 2026. The site of insertion was lower back. The infusion set was in use for less than twelve hours. Due to the event, the patient's blood glucose level was 27mmol/l and was treated with manual injection. No further information available.